Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (b)(64. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event. The fse began to troubleshoot and found the standard cup jammed at the detector incubator and the y-axis cup transfer z overrun. The fse removed the rotor and cleaned it. Then the fse performed adjustments for the y-axis cup transfer to the incubator, stc lane, and cup tip lane. The fse replaced the cup transfer flat cable and cleaned out the cup waste chute. The customer ran controls and all levels were in range. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was misalignment and defective flat cable.

Event description:
On (B)(6) 2015, a customer reported predetection table home errors with their aia-2000 analyzer. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.